Manufacturer narrative:
(B)(4). Also was involved (B)(4) UDI# (B)(4). (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to improper component placement and occlusion of device or native vessel. Additionally, the IFU state: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: ruptured aneurysms. Additionally, per IFU: read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. Determine accurate size of anatomy and proper device size. Use multiple view, digital subtraction angiography with a radiopaque marker catheter or spiral CT multi-planar reconstruction. Angiographic images are recommended during the treatment procedure both pre and post-deployment to evaluate device placement and orientation. For angiography, use correct imaging angulation (cranial-caudal, lateral-oblique) to accurately identify origin of branch vessel anatomy. Use an accurate radiopaque patient marking method to assure accurate device positioning and deployment locations. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. It is recommended to view and confirm the distal position of the iliac end of the device relative to the internal iliac artery to ensure accurate and desired deployment position of the distal aspect of the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an emergency endovascular treatment for a contained rupture of the abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the deployment of a trunk ipsilateral leg endoprosthesis, the right internal iliac artery was unintentionally covered by the device. It was reported that no fluoroscopic confirmation had been made during the deployment, and this lead to the unintentional vessel coverage. An iliac extender endoprosthesis was planned to land on the left common iliac artery, but the left internal iliac artery was unintentionally covered during the device deployment. Reportedly, the location of the bifurcation of the left internal iliac artery was difficult to confirm due to the bad visualization, resulting in disposition. The procedure was completed. Reportedly, the rupture was fixed. No additional treatment was performed to solve the vessel occlusion. The patient was decided to be monitored.